Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500mg/dl. After breakfast, the value was 707mg/dl and kept spiking the whole day. Customer¿s current blood glucose value was 96mg/dl. The customer was treated with manual injection. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.